Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor was unable to power on.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is complete. The reported problem (monitor unable to power on) was confirmed. As received, the monitor was unable to power on. Upon evaluation, there was liquid contamination that caused corrosion on j1, j101, j501, j502 and the table board on the monitor ca board. The cause of the failure was isolated to the corroded components. The root cause of the corrosion is liquid ingress of an unknown contaminant. No adverse event resulted from the defective monitor.